Event description:
On wedenesday 7/28/99, a 71 yr old pt was undergoing surgery for a cystoscopy, ureteral stent, abdominal hysterectomy and anterior resection of the colon. During the anterior resection of the colon, an ethicon tx30b was used for anastomosis of the bowel. The stapler failed to fire. The bowel was sutured and surgery continued without adverse event to the pt.